Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ('vesicovaginal perforation') and bladder perforation ('bladder perforation/bladder injury') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and vaginal hysterectomy with bilateral salpingectomy, cystoscopy, and repair of cystotomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal perforation, bladder perforation, pelvic pain, infection, urinary tract disorder and genital haemorrhage outcome was unknown. The reporter considered bladder perforation, dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder and vaginal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ('vesicovaginal perforation') and bladder perforation ('bladder perforation / bladder injury') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection "), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and vaginal hysterectomy with bilateral salpingectomy, cystoscopy, and repair of cystotomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal perforation, bladder perforation, pelvic pain, infection, urinary tract disorder and genital haemorrhage outcome was unknown. The reporter considered bladder perforation, dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder and vaginal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.